Manufacturer narrative:
The technician found the screw on the head end hex rod was broken off inside the hex rod. He replaced the hex rod and screw to repair the bed.

Event description:
Information received indicates the brake will set at the foot of the bed but not at the head end, even though it looks like both are set.